Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Event description:
Event was identified by the clinical events committee and deemed to be consisted with an mi. Two endeavor rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad and one in the proximal lad (ref MFR # 2953200-2010-01040). It was reported that an mi occurred one day post stent implant. Event occurred in the territory of the implanted stents, ECG was available but q-wave or non q-wave could not be determined. No further details are available . At 1 month, 6 month, 1 year and 1.5 year f/us pt was asymptomatic / free of symptoms.